Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with allegation of asthma (new or worsening). During the evaluation of the device at the third-party service center, the device was visually inspected and cosmetic conditions were found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-58384. This report was submitted as a duplicate report of the previously submitted report.¿